Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with customer technical support. No additional information was provided.